Event description:
Hospital reported balloon on btt burst. Had to open new kit to finish case. No added time or incisions. No patient harm done.

Manufacturer narrative:
Trackwise # 891380. The device was returned to the factory for evaluation on 09/20/2023. An investigation was conducted on 09/26/2023. A visual inspection was conducted. The harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device. The heater wire was observed to be intact with no visual defects observed. There were no visual defects observed on the intact cannula. The c-ring was observed to be intact with no visual defects observed. The btt was not returned for evaluation, so therefor no evaluation was conducted. Based on the returned incomplete device return as well as the evaluation results, the reported failure "material rupture" was not confirmed. The lot # 3000330770 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.